Event description:
Event 1 [redacted date]. Lot: 31535604l. After placed into the patient there was a sensor error with the catheter. The catheter was removed and replaced with no harm to the patient. Event 2 [redacted date]. Lot: 31528973l. After placement into the patient, there was noise issue with the ablation catheter and inconsistent force reading. The catheter was removed and replaced with no harm to the patient. Event 3 [redacted date]. Lot: 31556555l. After placement into the patient, the d curve of the ablation catheter stopped working. The catheter was removed and replaced with no harm to the patient. Manufacturer response for ablation catheter, ablation catheter (per site reporter). Manufacturer notified by site.